Event description:
It was reported that "during radius surgery, the surgeon used the cross connector. When the surgeon tightened the locking plug of the connector, the tip of driver broke. The surgeon removed the connector with the tip of driver. The surgeon changed the connector to 22mm connector. When the surgeon tried to bend 22mm connector, connector broke. Therefore the surgeon used another brand-new 22mm connector."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: results: the customer reported event of radius cross connector plug driver tip fracture was confirmed via visual inspection. The manufacturing records were reviewed for lot # 086193 and there were no relevant issues found during the manufacturing process. When the surgeon tightened the locking plug of the connector, the tip of driver broke. The severity/occurrence of the event have not breached. The root cause of the reported event cannot be determined. The cause is most likely multifactorial. Conclusion: the root cause of the reported event cannot be determined. The cause is most likely multifactorial.

Event description:
It was reported that "during radius surgery, the surgeon used the cross connector. When the surgeon tightened the locking plug of the connector, the tip of driver broke. The surgeon removed the connector with the tip of driver. The surgeon changed the connector to 22mm connector. When the surgeon tried to bend 22mm connector, connector broke. Therefore the surgeon used another brand-new 22mm connector."